Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 critical handling alarms on 27-aug-2023 at 14:48:01.00,15:00:00, and 17:49:38.00 in the detailed traces. Pump error 53 alarm due to software error (line number 1232 file number 14) was due to file delivery_msg_hndl_basal.c in line 1232 in condition what check for missed basal update response from motor one event without response is acceptable because this may be event from the past. From disassembly could be understand that value of basalupdatednotresponsed what is check in macro (system_sw_error_check1(1 == basalupdatednotresponsed) must be save in r6 register and in r6 saved value is 2 dues to it macro was triggered (because macro triggered when is not condition). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), scratched case. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software error. Exposed to moisture confrimed on the pcba 1, pcba 2, motor and force sensor. Cosmetic damage located at the battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump had physical damage. The customer stated crack on the battery back. Troubleshooting was performed. No harm requiring medical interventions was reported. The customer will discontinue using the device and was returned for analysis.